Event description:
It was reported that the handpiece continued to run after the footswitch was released. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The footswitch has not been received at the manufacturer for evaluation. Once received and evaluated a follow-up will be completed.